Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abdominal pelvic pain towards the fallopian tubes"), post procedural haemorrhage ("bleeding for 4 weeks after the procedure, and the color was different from a common menstruation") and uterine cancer ("uterine cancer") in a (B)(6) year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section, non-smoker and pelvic varices. Uterus in retroversion-flexion. She denied systemic arterial hypertension, asthma, allergies, and other chronic alterations. Concurrent conditions included endometriosis and type 1 diabetes mellitus. Concomitant products included insulin (insulin regular) and insulin human injection, isophane (insulina nph) for type 1 diabetes mellitus as well as oral contraceptive nos. In (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("extremely painful surgical procedure/mild cramps after essure procedure"). On (B)(6) 2018, the patient experienced scar ("surgical scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/pain in lumbar region that is radiating to her legs"), nausea ("nausea followed by vomiting"), vomiting ("nausea followed by vomiting"), muscular weakness ("weakness in legs"), decreased appetite ("lack of appetite"), headache ("headache/severe headaches with loss of balance"), balance disorder ("loss of balance"), hypoaesthesia ("numbness in her legs"), cervix disorder ("ultrasound showed an injury (lesion) in uterine cervix") and depression ("extremely depressed, embarrassed with the local of her surgical scar and also emotionally destabilized") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (essure and bilateral salpingectomy performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, post procedural haemorrhage, procedural pain, back pain, nausea, vomiting, muscular weakness, decreased appetite, headache, balance disorder, hypoaesthesia, cervix disorder, scar, depression and uterine cancer outcome was unknown. The reporter considered back pain, balance disorder, cervix disorder, decreased appetite, depression, headache, hypoaesthesia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, procedural pain, scar, uterine cancer and vomiting to be related to essure. The reporter commented: she also reported that had difficulty walking due to leg numbness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Human chorionic gonadotropin - on (B)(6) 2016: negative (25 miu/ml). Hysterosalpingogram - on (B)(6) 2018: normal uterine cervix, essure in left and right fallopian tube. Ultrasound scan vagina - in (B)(6) 2017: devices in correct place. However, a lesion in the uterine cervix and endometriosis were detected. Most recent follow-up information incorporated above includes: on 19-feb-2019: previously reported initial receipt date 20-feb-2019 is incorrect. The correct initial receipt date of this case is 19-feb-2019. Furthermore legal complaint was received - reporter and patient¿s information were updated, lab data information, lot number, insertion and removal dates of essure were added. Furthermore the events ¿post procedural hemorrhage¿, ¿procedural pain", "vomiting", "hypoaesthesia", "uterine cervical lesion", "surgical scar", "depression" and "uterine cancer" were added, and the event "pain in extremity" was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe abdominal pelvic pain towards the fallopian tubes"), post procedural haemorrhage ("bleeding for 4 weeks after the procedure, and the color was different from a common menstruation") and uterine cancer ("uterine cancer") in a 27-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, cesarean section, non-smoker and pelvic varices. Uterus in retroversion-flexion. She denied systemic arterial hypertension, asthma, allergies, and other chronic alterations. Concurrent conditions included endometriosis and type 1 diabetes mellitus. Concomitant products included insulin bovine (insulin regular) and insulin human injection, isophane (insulina nph) for type 1 diabetes mellitus as well as oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("extremely painful surgical procedure / mild cramps after essure procedure"). On (B)(6) 2018, the patient experienced scar ("surgical scar"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain / pain in lumbar region that is radiating to her legs"), nausea ("nausea followed by vomiting"), vomiting ("nausea followed by vomiting"), muscular weakness ("weakness in legs"), decreased appetite ("lack of appetite"), headache ("headache / severe headaches with loss of balance"), balance disorder ("loss of balance"), hypoaesthesia ("numbness in her legs"), cervix disorder ("ultrasound showed an injury (lesion) in uterine cervix") and depression ("extremely depressed, embarrassed with the local of her surgical scar and also emotionally destabilized") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (essure and bilateral salpingectomy performed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, post procedural haemorrhage, procedural pain, back pain, nausea, vomiting, muscular weakness, decreased appetite, headache, balance disorder, hypoaesthesia, cervix disorder, scar, depression and uterine cancer outcome was unknown. The reporter considered back pain, balance disorder, cervix disorder, decreased appetite, depression, headache, hypoaesthesia, muscular weakness, nausea, pelvic pain, post procedural haemorrhage, procedural pain, scar, uterine cancer and vomiting to be related to essure. The reporter commented: she also reported that had difficulty walking due to leg numbness. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Human chorionic gonadotropin - on (B)(6) 2016: negative (25 miu/ml). Hysterosalpingogram - on (B)(6) 2018: normal uterine cervix, essure in left and right fallopian tube. Ultrasound scan vagina - in (B)(6) 2017: devices in correct place. However, a lesion in the uterine cervix and endometriosis were detected.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.